Manufacturer narrative:
Retainer ring=clear. Pump received with intermittent response from all buttons due to corroded keypad traces. Pump passed self test and displacement test. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay peeling, missing display window cover, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damage on ok button. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.